Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. As this device was depleting from 5 years down to 11 months battery remaining during the recent checked up. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion which appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. As this device was depleting from 5 years down to 11 months battery remaining during the recent checked up. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion which appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. As this device was depleting from 5 years down to 11 months battery remaining during the recent checked up. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion which appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.